Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported that adhesive backing was missing on site however patient managed to get site to stick to body and also experienced high blood glucose and treated with correction injection by multiple daily injection on (B)(6) 2026.